Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had an infection. The reporter stated that the patient had excellent relief of his pain until about two days before the report. It was stated that the patient noticed some "watery and purulent tinges drainage" from his incision. It was noted that the patient had a low-grade elevated temperature of 100.8 degrees fahrenheit. The reporter stated that the patient had "significantly increased pain" over the past two days prior to the report and was admitted to the emergency room with purulent drainage. It was reported that cultures were taken of the infected area which showed (B)(6). The patient's system was explanted. It was reported that the patient's condition was alive with no injury. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a wound infection at the implant site. Diagnostic methods include laboratory testing.

Event description:
Additional information received from healthcare professional (hcp) of a clinical study reported that laboratory testing showed that the cultures obtained showed gram-positive cocci. It was recommended to do an incision and drainage with washout of the wounds and explant the stimulator.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a wound infection at implantation site. It was noted that there was no other information about the infection was available. It was noted that the event required in-patient hospitalization. It was noted that there was an emergency room visit. It was noted that the event resolved without sequelae on (B)(6) 2013. Additional information received reported that cultures were taken from the patient's back exudate showing gram-positive cocci.